Event description:
No blood glucose levels reported. The mother of the customer reported a button error alarm from the insulin pump. The customer reported that the buttons of the insulin pump were not pressed for more than three minutes. It was reported that the insulin pump was not bumped or dropped. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Findings: no button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4).